Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil actually to have perforated the right uterine cornua during placement / suspected retention of the right essure coil within myometrium of the right uterine cornua') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure inserts were verified to the in proper location and both fallopian tubes were blocked with no leakage of dye noted. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil actually to have perforated the right uterine cornua during placement / suspected retention of the right essure coil within myometrium of the right uterine cornua') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: right side- 3 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure inserts were verified to the in proper location and both fallopian tubes were blocked with no leakage of dye noted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report